Event description:
It was reported that during a procedure to treat an eccentric lesion in the proximal right coronary artery with moderate tortuosity and 75% stenosis, a non-abbott dilatation catheter was used for pre-dilatation. A 4.0x12 rx multi-link 8 coronary stent system was advanced and inflated, 10 atmospheres for 30 seconds, and deployed. Post deployment, the stent system was attempted to be retracted; however, strong resistance was noted with the stent system balloon and the implanted stent. Strong force was applied and the stent system was withdrawn from the patient anatomy. Reportedly, the 4.0x12 rx multi-link 8 coronary stent system was re-advanced for post dilatation as standard procedure; however, the stent system did not cross the lesion. No post dilatation was performed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: balance middleweight universal ii; guide catheter: brite tip jr4.0. Excessive force. Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device and physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multi-link 8 instructions for use states: when the stent system will not move after stent implantation, follow the following procedure: in case negative pressure is applied rapidly there is a case that the balloon becomes deflated flat. In this case, try to remove the stent system after the pressure get neutral. Apply a slight positive/negative pressure, and repeat those, then try to remove the stent system. The condition does not go better trying the above procedure, do not pull the stent system alone in this case; the guiding catheter may come into the coronary deeply, and cause vessel dissection. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Based on functional inspection of the returned device, there is no indication of a product deficiency.